Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a laparoscopic retroperitoneal nephrectomy the user tried to place the pacemaker. He tried to insert the air with syringe to make the balloon inflate and after placed it between retroperitoneal and rectus abdominal muscle. However, the balloon was not fully inflated. The amount of balloon was smaller than normal; therefore he did not get the complete view from scope. To correct the condition the user replaced the device.